Event description:
A false positive toxoplasma igg result was obtained on an immulite 2000 system for one (1) pt sample. The sample was repeated several times with the same results. The same sample was then tested on an alternate instrument which gave negative results. The negative results were reported to the physician. There was no report of pt intervention or adverse health consequences due to the discordant toxoplasma igg results.

Manufacturer narrative:
Analysis of the system data by a siemens technical service engineer (tse) indicated that there were no known causes which may have contributed to the discordant high immulite 2000 toxoplasma igg test results. The instrument is performing within specs. No further eval of the device is required at this time.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2010-00178 on (B)(4) 2010. Updated (B)(4) 2012: it was found that a lot of bovine serum albumin (bsa) was the cause of the false positive immulite systems toxoplasma quantitative igg results, however siemens has investigated the issue and has determined that the frequency of the false positive patient results reported are within the IFU specificity claims of (B)(4) for the immulite systems toxoplasma quantitative igg assay.